Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient¿s system controller event log file was submitted which captured numerous low flow events and alarms until the intentional pump stop command was initiated, both controller power leads were disconnected, and the driveline was disconnected from the controller. A specific cause for the low flow alarms cannot be conclusively determined through this evaluation. No autopsy was performed, and the device was not explanted. No product available for investigation. The heartmate 3 lvas IFU lists respiratory failure, cardiac arrythmia, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The history of ischemic stroke was previously reported under MFR # 2916596-2019-04489. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 that the patient was noted to have an abrupt desaturation to 80%. Respiratory therapy began to bag the tracheostomy (trach). Then, patient immediately experienced low flow alarms and no breath sounds were noted. Patient underwent 36 minutes of advanced cardiac life support (acls), electrolytes were corrected per lab values, no arrhythmias were detected on telemetry prior to arrest, however during resuscitation efforts ventricular tachycardia (vt)/ventricular fibrillation (v-fib) were detected and patient sustained multiple automatic implantable cardioverter defibrillator (aicd) discharges. Tamponade and pneumothorax were excluded. No evidence of airway occlusion per bronchoscopy performed. Patient recently had supratherapeutic international normalized ratio (inr) and was on heparin drip at time of event. No autopsy and ventricular assist device (vad) not explanted. On (B)(6) 2019, it was noted patient had a large clot removed from bronchial tree and patient had a history of ischemic stroke. Last documented pump parameters on (B)(6) 2019 were speed 5000rpm, flow 4.4.lpm, pi 2.9, power 3.3. Patient expired on (B)(6) 2019. Official cause of death unknown, thought to be sequale heart failure related. Clinical consultant requested log file submission and log files sent in to tech services on (B)(6) 2020. The vad was turned off following patient death. The log file showed low flow alarms on (B)(6) 2019. There was also an intentional pump stop/left ventricular assist device (lvad) off command that was initiated at the system monitor on (B)(6) 2019. The file showed that the controller power cable leads were disconnected from external power (power module) on (B)(6) 2019. The driveline was disconnected from the controller on (B)(6) 2019. The pump was operating as intended.